Event description:
The physician was performing a transjugular liver biopsy. The physician had utilized the 5fr straight catheter to facilitate placement of the 7fr introducer. The physician had removed the 5fr straight catheter and guidewire from inside the introducer. When the biopsy device was passed through the introducer, the physician noted that an artifact became visible at the end of the introducer under fluoroscopy. The physician completed two biopsies successfully. Upon completing the biopsies, the physician again tried to visualize the artifact. It was not visible in the hepatic vein or vena cava. The physician located the artifact using fluoroscopy in the lower left lung. The physician indicated to promex that the procedure was well tolerated by the pt, and that there is no add'l risk to the pt.

Manufacturer narrative:
Device was received by promex on 11-sep. Initial evaluation indicated that approx 5mm of tip of 5fr straight catheter was missing. Promex reviewed process data for tipping process and in-process qa tests of tip. Promex also reviewed incoming inspection records for tip material. All data reviewed was within applicable specification. Promex evaluated remaining end of returned catheter and found remnants of tip material, indicating that failure was not in the bond between the tip and the catheter. Promex has not been able to determine root cause at this time. Promex will continue to monitor raw materials, processes, and customer feedback for any add'l info.